Manufacturer narrative:
Evaluation of x-rays, device not available, cannot determine failure mode. Review of device records did not indicate any discrepancies that would have led to the event. No additional parts form the affected lots were available for review. No other similar events were identified. There has been no reports of a revision surgery and the devices are not available for review. Evaluation of provided x-rays confirms that the screw at c3 has backed out. Additional review suggests that the locking plate is not seated over the screw head position. It is not known if the locking plate was fully locked intra-operatively or it moved post-operatively, however all other plates are in their correct locked positions. Note: the information contained in this voluntary report tests the most complete and to date information available. It does not constitute any admissions, but presents the results of the investigation based on the information available. This is the final report. Should any additional details become available that impacts or changes the information contained in this report, a supplemental report will be submitted.

Event description:
It was noted on (B)(6) 2010 that one of the screws in c3 in a 2 level acdf, c3-c5 has backed out. The other screws are still in place and there are no plans to revise the pt.